Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. No adverse event was reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.